Manufacturer narrative:
Evaluation summary: customer reported explant due to prophylactic purposes. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect. Thrombotic-like material was observed on the outflow aspect of leaflet 2 near commissure 3. Thickened and swollen tissue was observed on leaflet 1 along the free margin, and on leaflet 3 at the free margin near commissure 1. Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, the root cause of this event was thickened and swollen tissue observed two (2) leaflets as demonstrated in the device evaluation. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm pericardial aortic valve, implanted approximately nine (9) years and ten (10) months, was explanted for prophylactic replacement. This device was originally implanted for aortic valve replacement to correct aortic stenosis and regurgitation. Since mitral valve replacement was needed for this patient, the surgeon decided to perform re-aortic valve replacement as it has been approximately ten (10) years since implant. This device was explanted and replaced with a 23mm edwards pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in a general ward at the hospital.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.